Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: evidence of load step malfunction is illustrated with ¿cs163¿ no cartridge detected warnings on 06/26/16. The battery compartment is cracked below the grip pad. The pump case is cracked between the display screen and the case seal. Evidence of moisture corrosion is observed behind the display lens, leak test failed due a cracked case leak. The pump powers up to a distorted display screen. ¿ez-prime¿ steps were performed correctly. Investigators were unable to duplicate reported ¿load step malfunction¿ complaint. The pump¿s cover was removed, further moisture corrosion was found inside the display screen, the cgm module, and to the fs flex pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.